Manufacturer narrative:
Catalog#: , expiration date:, UDI #: a complete UDI # is unknown as product serial number was not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: the lens was discarded by the customer. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported issues with sticky haptics. It was reported that the haptics were sticking together and were causing the doctor difficulties. The patient had to be taken back to the hospital as he had a small pupil and the leading haptic had stuck to the optic. The surgeon discarded the iol and got a new one. No additional information was provided to abbott medical optics.